Manufacturer narrative:
Section d4: device model, catalog, serial, and unique identifier number; also, section h4: device manufacture date was missed to capture in the previous report; they have been updated or corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.